Manufacturer narrative:
H3: the device, packaging tray, and an open pouch were returned in a double resealable bag. The pouch was open from 3 of 4 sides when return. Upon return, there were traces of yellow residue observed on the cuff. It was also observed that the red electrode trace pad had a deep scratch, and all four electrode trace pads had voids. Electrically, the resistance from end to end shall be less than 200 ohms and the measurements were: 20.8 ohms (blue electrode), 30.4 ohms (blue with white stripe electrode), 34.2 ohms (red electrode), and 29.7 ohms (red with white stripe electrode) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection, and there was no excess noise recorded during the functional test. All four silver traces were manipulated and bent to the 90° position, and no issues were found. There was no reading issue observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: additional information suggest that b21, c21 and d16 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device was not responding during thyroidectomy, extension time by 10 minutes. There is no patient impact.